Event description:
It was reported that the customer was hospitalized in the intensive care unit with a blood glucose level in the 400s. Cause was unknown. Reportedly, the customer experienced an undefined heart issue, nurses were unable to confirm the issue. The customer received treatment with intravenous fluids of saline and insulin, which resolved the issue and no permanent damage was identified. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.